Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that recurring failure in probe cutting was identified during vitrectomy surgery, which did not occur properly after multiple attempts, particularly when vacuum levels above 100 were applied. The surgery was completed on same day, after replacing the product with another one. There was no patient impact.